Event description:
Complainant alleged that while testing a device using a previously tested battery, the device would inappropriately power off when the device was hit. Subsequently another battery was installed in the device and the problem could not be duplicated. The complainant indicated that there was no pt involvement in the reported failure.